Event description:
The customer was not able to respond to questions asked by her mother. The following day her mother found her lying on the floor and called an ambulance. A paramedic tested her blood glucose and it was 600mg/dl. There was no mention of readings from the customer's contour next ez. The customer was admitted to ICU. Her white cell count had also spiked. She was initially given 25 units of fast acting insulin. While recovering she was given humalog every time her blood glucose spiked to 600mg/dl, and also was given 20-25 units of levemir at bedtime. The customer does not have any remaining strips to return for evaluation. New strips and meter were sent to her.